Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: kdr701, ipg, implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported that the patient presented to the clinic with dizziness. A warning had been triggered on the right ventricular (rv) lead due to low impedance paces. There were fourteen ventricular high rate episodes, most lasting just a few seconds, but also showing rates greater than 400 bpm. The patient was also complaining of a pulling or slight painful sensation at the pocket. Follow up was obtained from the nurse indicating that the lead was reprogrammed and remains in use. Aside from the dizziness, no patient complications have been reported as a result of this event.